Event description:
It was reported that the micro reciprocating saw overheated during a procedure. There were no reported patient or user injuries, and no reported adverse consequences. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
The device is available for evaluation but has not yet been received by the manufacturer. A follow-up report will be filed when the device has been received and a quality investigation has been completed.